Event description:
Around 2300, patient's mother put her to bed with tpn and lipids infusing. At 0100, rn noted that patient's bed was wet, but patient herself was dry. Rn checked all tubing connections and they were secure. It was noted then that the blanket the patient had been sucking on was near the wet spot on bed so rn changed out patient's linens. An hour later, patient's bed was wet again but patient again was dry. All connections were secure, but it was noted that the tpn filter extension line was wet. Upon further inspection, a small hole in line was noted. Rn stopped infusions and notified md. Md gave rn permission to change out tpn filter extension and then re-start the tpn and lipids. Rn thoroughly cleaned all lines before re-connecting and restarting infusion. Rn saved defective line and placed two pieces of tape to show where hole was.